Manufacturer narrative:
Result: the 5maxace catheter is fractured approximately 4.0 cm from the hub in the catheter shaft. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates while attempting to remove the first 5maxace catheter from the packaging, the proximal portion fractured before it was removed from the packaging hoop. The complaint also states that while attempting to remove a second 5maxace catheter from its packaging, the same issue occurred. Evaluation of the returned devices confirmed the fractures described in the complaint. The first 5maxace catheter was fractured approximately 4.0 cm from the hub and the second 5maxace catheter was fractured approximately 1.0, and 49.5 cm from the hub. This damage was likely caused by improper removal of the devices from the packaging. If the user mishandles the catheter and removed the device at a severe angle from the hoop, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00221.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 5max ace reperfusion catheter was opened, and it was noted that the proximal portion of the catheter was fractured. Another 5max ace catheter was opened with the same fractured portion. A third 5max ace catheter was opened and was used to successfully complete the procedure.